Manufacturer narrative:
The event date is unknown based on the information received from the physician. The diamondback 360 coronary orbital atherectomy system instructions for use manual states that perforation is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Atherectomy was performed in the left anterior descending (lad) artery using a diamondback 360 coronary orbital atherectomy device, and a perforation occurred. Balloon angioplasty was performed to seal the perforation. The patient was in stable condition.